Event description:
Customer called to report hospitalization due to high blood glucose. The blood glucose reading at time of event was 301 mg/dl. Customer stated that she had an upper respiratory infection in addition to the high blood glucose reading. Time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.